Manufacturer narrative:
Evaluation completed. One dp9731 tip, serial number (B)(4), was returned attached to the I/a hand piece which was in a plastic zip lock bag. The original packaging was not returned. Visual inspection of the tip found no defects. No particles were found. Processed water was injected into the hand piece and out the tip onto a .045 micron filter. The water was vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found one fiber-like particle, one pink colored particle and one very small off white colored particle that has the appearance of organic matter. No metallic looking particles were found. Due to the used condition of the hand piece and tip, the source and origin of the particles cannot be determined. The bl3160 handpiece was also returned. Evaluation completed. One I/a handpiece was returned in a plastic zip lock bag. The original packaging was not returned. Visual inspection of the handpiece found no defects. No particles were found. Processed water was injected into the handpiece and out onto a .045 micron filter. The water was vacuum off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found one fiber-like particle, one pink colored particle and one very small off white colored particle that has the appearance of organic matter. No metallic looking particles were found. Due to the used condition of the handpiece, the source and origin of the particles cannot be determined.

Event description:
The user facility in japan reported particulate coming out of the I/a tip into the eye of several patients. The doctor tried to remove the particulate, but was not sure if all particles were removed. They reported one patient with post-operative endophthalmitis. There was a surgery for the endophthalmitis, but not for the removal of particulate. The doctor did not think the endophthalmitis was serious and that it was unlikely caused by the device. That patient had cataract surgery in the other eye and endophthalmitis did not occur in that eye.